Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number d4: UDI no: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: clinical engineer d4: UDI no: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: PMA/510(k): k130520. The actual sample was discarded by the involved facility. Since the involved lot was unknown, manufacturing records and shipping inspection records could not be investigated. Since the involved lot was unknown, the manufacturing date and the expiration date could not be confirmed. A search of the complaint file found no similar report regarding the involved product code for the past three years. Since the actual sample was not available and the lot was unknown, review of the manufacturing records could not be performed. Relevant instructions for sue (IFU) reference: "do not reduce heparin during circulation. Otherwise, blood clotting might occur." "Adequate heparinization of the blood is required to prevent it from clotting in the system." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that a blood clot was found in the reservoir during cardiopulmonary bypass. It was unclear when it formed or how long it took to discover it. The patient was weaned off the pump without the product being changed out. The surgery was continued without exchanging the reservoir and the circuit until the patient was weaned off the pump. As a difference from the usual circuit configuration, the ecum return port was connected back to the luer port of the venous blood port (vr side). The pump time was longer than usual, and the act during surgery was maintained at around 600. At times, it exceeded 1000. There was no patient injury and/or medical or surgical intervention required. The procedure outcome was not reported. The patient was not harmed.